Event description:
A cartridge change error was reported with the pump, and although it failed to load a new cartridge, there was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. After confirming the cartridge o-ring was damaged and attempting multiple fixes without success, tandem technical support arranged for a replacement pump. In the meantime, the customer switched to an insulin delivery backup method using multiple daily injections (mdi).